Event description:
On (B)(6) 2022, a patient (pt) reported a corneal ulcer and scarring (unknown eye) ¿about two years ago or more¿ while wearing acuvue® oasys brand contact lenses for astigmatism. The pt experienced itching and dryness, and advised that when trying to rub the eye, the pt ¿caused the corneal ulcer.¿ the pt stated it ¿was not the lens.¿ the pt reported an eye care professional (ecp) diagnosed a corneal ulcer with a scar that did not affect the pt¿s vision. The pt has recovered and is currently wearing contact lenses (cls). The pt could not remember the medication name or treatment provided. On (B)(6) 2022, additional information was provided by the treating ecp. The ecp reported the pt was initially seen by the pt¿s primary care physician (pcp) on (B)(6)2017, who thought the pt could have had ¿conjunctivitis¿ while wearing a cl in the left eye (os) as the pt complained of foreign body sensation, redness, tearing and light sensitivity. The pcp prescribed ofloxacin (unknown frequency) and referred the pt to the ecp. The pt was seen by the ecp four days later, on (B)(6) 2017, and was diagnosed with a healing corneal ulcer at 4 o¿clock os, was advised to discontinue ofloxacin, to discontinue cls ¿for a few days,¿ then resume cl with reduced wear time. The pt was advised to return to the office if problems continued. The pt was seen next for routine eye exam in jan2018, when the ecp saw a 2mm scar os at the exact location of the corneal ulcer diagnosed on (B)(6) 2017. The ecp confirmed the pt¿s vision was not affected, the pt recovered and was advised to return to cl wear. No additional medical information has been received and no additional medical information is expected. The suspect os lot number is unknown. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect product was discarded.